Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that a pacing impedance measurement of greater than 2000 ohms was occurred on the non-boston scientific right atrial (ra) lead connected to this pacemaker. This resulted in an automatic lead safety switch to unipolar. It was also noted that there were episodes of myopotential noise, oversensing, and inappropriate atrial tachy response (atr) events following the lead safety switch. Boston scientific technical services discussed programming options with the caller and suggested that the patient be considered for remote monitoring. No adverse patient effects were reported. This pacemaker and the non-boston scientific leads remain in service.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.